Event description:
A report was received that the patient's ipg migrated creating a further mechanical irritation of his cluneal nerves. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the entire system was replaced per physician's preference. The ipg was moved to a higher location for patient's comfort. The patient was doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg migrated creating a further mechanical irritation of his cluneal nerves. The patient will undergo a pocket revision.